Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient let ins die down. Reached out after over a year of non charging. Attempted trickle charges. Issue was not resolved and surgical intervention was planned but not scheduled.